Manufacturer narrative:
There was no adverse event associated with the pt. No further info has been provided by the facility regarding the pt or the procedure. The customer indicated that the sheath will be returned for analysis. Once bwi receives the product, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).

Event description:
It was reported that during an "a-flutter right side" procedure, the preface sheath had a clotting problem where the stopcock tubing meets the hub. The case was completed with a like product and the pt was stable at the end of the procedure.